Event description:
It was reported that a smiths medical pump alarmed "no disposable - clamp tubing". Pump settings: rate 52 ml/24, res vol: 65ml, given 30 ml. Air in tubing noted. No injury to patient. No further information available.